Event description:
The hm transmissions sent alerts regarding high pacing impedance at the lv lead. At presencial follow-up this situation was confirmed and no lv pacing was visible. New lead implanted and extraction of the sentus qp.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including provided data, visual, mechanical and electrical inspection. The analysis of the provided trend data, acquired between june 05, 2025 to january 30, 2026 recorded the pacing impedance around 500 ohms with a sudden increase to >3000 ohms in december 2025 and further out of range progression until the end of the recording period. The analysis of the provided iegm episodes no. 131 from september 24, 2025 ad no. 133 from november 27, 2025 showed loss of capture on the left ventricular channel. The analysis of the returned lead showed that the insulation and conductor coil were found squeezed and fractured 36 cm distal to the is4 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics and location of these damages it is reasonable to assume that the lead was subject to the clavicle first entrapment in the implanted state. Furthermore, the insulation of the is4 connector was found damaged, which probably occurred during the lead removal from the device¿s header due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.